Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy following a car accident. Diagnostics revealed that the patient's c4 lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.